Event description:
It was reported that the patient was "really, really sick" the past month and was currently being hospitalized. The patient had a pump refill scheduled for (B)(6) 2013 and was wondering how to get the pump refilled as the refill doctor was not allowed to work at that hospital any longer. The patient would normally go to the refill doctor's office to have the pump refilled. The device system was used to deliver fentanyl.

Manufacturer narrative:
Product ID: 8711, lot# n160635003, implanted: (B)(6) 2008, product type: catheter. (B)(4).